Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 19-may-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for cancer chemotherapy. It was reported that the catheter that went into the patient's pump was disconnected inside of the patient. The reporter asked if, besides saline or glycerin, if there was a way to turn the pump off or down because the fluid coming out would not be going to the patient's liver, but instead just going to the patient's stomach. Per the reporter, the healthcare provider (hcp) just told them they could refill it and did not appear to know other programming options. When patient services inquired about the event date, the reporter stated, "none of the scans hadshown it, but after they went back through the scans, it showed that the catheter had been disconnected for about a year and a half", but the reporter and patient found out about this the week prior to the report. The patient was supposed to get the pump flushed on (B)(6) 2025 when they were getting chemotherapy, but the doctor never got back to them about what to do about the flush because of the catheter being disconnected and, when they got home, the pump started alarming. The reporter thought it was alarming because the patient usually got the pump filled every 6 weeks and they were at 8 weeks. The reporter confirmed that the pump had been alarming twice so far with multiple hours in between. Both times the pump alarmed, it was a single tone that lasted for about 3 seconds. Per the reporter, a heparin saline solution was currently in the pump and no medications or chemotherapy were going through the pump. The patient's pump was implanted for chemotherapy but the patient had not had active chemotherapy through the pump for "over a year now". The patient had plans for a liver transplant and to get the pump taken out because the patient did not need the therapy anymore, so the reporter inquired if the pump could be turned off or put in sleep mode. Patient services consulted pump technical services and reviewed considerations. The reporter was redirected to the healthcare provider (hcp) to further address the issue. At the time of the call, they were in the parking lot at the hcp's office. Patient services emailed the reporter the manufacturer's contact information. It was noted that the patient's managing physician "consults with other doctors as well".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting they were requesting code to shut pump off permanently. Re-reported previous issues. Agent provided code and instructions on how to permanently shut pump off.